Manufacturer narrative:
Results: the pusher assembly was kinked approximately 115.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed it had offset coil winds. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when advancing during functional testing. The pusher kink likely occurred due to forceful advancement of the smart coil against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a cavernous sinus dural arteriovenous fistula (d-avf) a using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter, the physician experienced resistance and the coil would not advance further after reaching the hub of the microcatheter; therefore, it was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.